Event description:
Reported noted the reusable cassette mechanism was cutting into the tubing and causing micro-punctures, leaks, reducing the vacuum and possibly causing contamination. Later noticed cases of post-op endophthalmitis. One eye was ultimately lost.